Event description:
Baxter-(B)(6) received a customer report of an over-infusion involving a 2ml/hr infusor. The customer reported that the device infused 82 mls. Of 5fu in 39 hours. It was reported that this is different from the customer¿s expected flow duration. The customer¿s expected flow rate is unknown. This incident occurred during patient used however, there were no reports of injury of medical intervention.

Manufacturer narrative:
Eval summary: one used unit was received containing no solution. Upon receipt, the unit was visually examined for signs of abnormality, but none were found. Per procedure, a flow test was subsequently performed on the unit for 38.4 hours. At the end of the flow test period, the following flow rates (ml/hr) were produced from the unit: calculated: 2.09, normalized (25%): 2.14, specification range: 1.75-2.25. The flow rates were found to be within the specification range. Additionally, microscopic examination of the glass capillary revealed only one lumen was present. The o-rings were also noted to be in proper placement within the flow restrictor. Based on the eval findings, there were no device defects found and the device performed within specifications. A batch review has been conducted on lot number 05m045 which revealed that the lot passed all release criteria. Per the direction insert, the device is designed to deliver the nominal volume within (B)(4) of the nominal delivery time. Since the residual volume of this device is 2.5ml and the total fill volume of the device involved is 82 ml, the acceptable flow times would be from 36 hours to 44 hours. The customer¿s observed flow rate of 39 hours is within this range. Similar incidents have been reported on this product family. The mfg facility has reviewed this data. The mfg facility has determined that based on the mfg controls in place, the identification of potential factors that can affect the flow rate in the directions for use, and the historical results of previous sample evals (0 incidents were confirmed) there is no plan to implement corrective actions at this time. Baxter will continue to monitor similar reports.